Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported an incomplete tunnel at the inferior side during an intacs procedure. The results were good. There are four related reports for this facility. This report addresses the patient am's left eye and other manufacturer report will be filed.

Manufacturer narrative:
Additional information provided. Review of the logfiles for the day of treatment showed no warning or errors that could contribute to the reported event. During start-up of the system, the vacuum, the energy and the ablation tests were performed without error. The picture of ablation test showed a good result. The logfile showed two treatments on that day were performed and were successfully finished. The treatments were all performed for od (right eye). There was no treatment for os (left eye). The treatment related to this complaint (os, left eye) could not be found in the logfile. Therefore, the root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).